Manufacturer narrative:
This part is not approved for sale in the united states but a similar part with catalog # 7755124, 510k # k082728 and UDI # (B)(4) is approved for sale in the us. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent posterior decompression fusion at levels o/c3 for occipital cervical vertebra. Post-op, it was reported that the rod placed on the right side was deviated. During the revision surgery, this deviated rod was removed and replaced with a new one.